Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery with fns for medial femoral neck fractures. The surgery was completed successfully with no surgical delay. Approximately 5 months after the surgery, it was found that the locking screw at the femoral shaft had broken off and the fns plate had shifted out of position. Upon a thorough review of past follow-up examinations, the broken locking screw was identified on an x-ray taken approximately four months after the initial surgery. Revision surgery was scheduled for (B)(6) 2025, and bha will be performed. The surgeon noted that the CT scan revealed an unclear area near the fractures, suggesting that there may have been another disease such as a bone tumor. The patient was non-weight bearing but developed non-union, which may have resulted in excessive load on the implants. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.168.000s-15. Lot number: 42201p3. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 dec 2024. Manufacturing site: jabil grenchen. Expiry date: 01 dec 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.